Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #22 (type 11 bone). Primary stability was achieved and osseointegration was not achieved. The clinician states a bone graft was performed early 2011. The implant was removed on (B)(6) 2012 due to swelling, fistula.